Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and initially continued to use it after the malfunction did not recur. However, when the issue recurred, technical support arranged to replace the pump, advising the customer on necessary return procedures and confirming delivery details. Customer reverted to an alternative method of insulin therapy.